Event description:
The customer reported that the unit control box was damaged and looked like the emergency stop button was smashed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The sabina lift should be subject to periodic inspection at least once per year according to the device IFU, (7en155106 rev. 2). It is unknown if the account performed any preventative maintenance on this lift. The periodic inspection for mobile lifts and sit-to-stand lifts (3en371001, rev 5) states: 10 emergency stop. Press the emergency stop button. With the emergency stop pressed in, verify that the hand control buttons do not operate the lift. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. The customer replaced the control box to resolve the issue. Based on this information, no further actions are required. Although the reported event did not result in a serious injury, the report of an emergency button not functioning during patient transfer could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.